Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is a duplicate of, and was captured under tw record: (B)(4). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the flow rate of the arctic sun was 0.0 lpm at the start of therapy. The pads were disconnected and reconnected and this did not resolve the issue. The fluid delivery line was removed and diagnostics were ran. The flow rate increased to 2.1 lpm then dropped to 1.5 lpm. The inlet pressure was in the -9 psi range and the circulation pump command was in the 80% range. The first pad was reconnected and the flow rate was 1.1 lpm then dropped to 0 lpm. No water was noted at the connection sites. Per call back one hour later, the pads had been exchanged and the flow rate had not improved. The biomed received the device. With five pads attached, the flow rate was 0.0 lpm, the inlet pressure was 0 psi, and the circulation pump command was 100%. The device received an alert 41 (low internal flow).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the flow rate of the arctic sun was 0.0 lpm at the start of therapy. The pads were disconnected and reconnected and this did not resolve the issue. The fluid delivery line was removed and diagnostics were ran. The flow rate increased to 2.1 lpm then dropped to 1.5 lpm. The inlet pressure was in the -9 psi range and the circulation pump command was in the 80% range. The first pad was reconnected and the flow rate was 1.1 lpm then dropped to 0 lpm. No water was noted at the connection sites. Per call back one hour later, the pads had been exchanged and the flow rate had not improved. The biomed received the device. With five pads attached, the flow rate was 0.0 lpm, the inlet pressure was 0 psi, and the circulation pump command was 100%. The device received an alert 41(low internal flow).